Event description:
Pt's medical records show severe muscle weakness, livido reticularis, mastodynia, demyelinating disease and polyneuropathy. Pt has had improved fatigue level since explantation, numbness of right foot, pain in right great toe (bunion), depression, anxiety, has never gotten muscle strength back and weak grip in hands. Pt had three falls since 12/93, muscular problems, aching in back of neck. Painful knots on right hand, itching of left hand, itching under skin near joint, constipation, spots on legs and arms (flat warts and disorder/immune mechanism.